Event description:
The customer reported that the reverse typing of a patient with bloodgroup b did not match the forward testing on the erytype s abd+rev. A1, b when tested on tango optimo. The customer has also reported that a second testing of the patient sample yielded the correct result. The date of event stated in our initial report was not correct. Instead of (B)(6), 2012. Despite several inquiries from our field service, no result- and system specific data regarding the affected tango optimo have been provided. The customer has neither returned the patient sample that had caused the false positive test result nor the supposedly defective product. Therefore our quality control laboratory tested the retained sample of erytype s abd+rev. A1,b with different positive and negative samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the concomitantly used, allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that a b pos pt sample yielded in reverse typing a false positive reaction with the b reagent red blood cell when tested on tango optimo. Our quality control laboratory is still waiting for the pt sample that had caused the false positive test result and the allegedly defective product erytype s abd+rev. A1, b. Result images of the complaint sample have been deleted by the customer

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.